Manufacturer narrative:
Results: one used sample without packaging was returned for evaluation. A visual inspection revealed that the unit consisted of the catheter/adapter assembly and had a miscellaneous injection line attached to the luer adapter. There were tape strips and dressing/gauze adhered to the unit. After removing the catheter/adapter from the attached dressing, a microscopic inspection revealed that the extension tube was not securely attached to the luer adapter. The cannula tip rating, bevel cut, presence of secondary bevel, and lie distance could not be observed as the needle portion of the unit was not returned for evaluation. There were no bends, holes, kinks, splits, or wrinkles found in the catheter tubing. The catheter tip graded at 4, acceptable per specification. There was a yellowish substance adhered to the tubing near the tip. The yellow substance was cleaned off with a bleach/water mix and swab, and the tubing revealed no damage in that area. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6202975. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that an IV infiltration occurred while using a 24 g x 0.56 in. Bd insyte-n¿ autoguard¿ shielded IV catheter. The IV was in the patient's right foot and the infiltration caused swelling at foot with darkened areas mixed with pale spots. IV hyaluronidase was administered to treat the infiltration.